Event description:
I did not have a serious problem with the medtronic insulin battery cap. Sometimes when replacing the battery on my "medtronic 508 pump," the battery will not work and I have to get another battery. I usually use fresh aa energizer ultimate lithium batteries, but I sometimes use regular fresh duracell or energizer aa batteries. Almost all of this data is approximate. I think the problem could be related to the medtronic insulin pump battery cap.